Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. (B)(4). The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that prior to implant the patient had nonischemic cardiomyopathy, hypertension, atrial fibrillation, heart failure with ejection fraction of 15%, and had an implantable cardioverter defibrillator implanted. Post-implant complications included acute-on-chronic anemia secondary to peptic ulcer disease and gastrointestinal (gi) bleeding. The gi bleeding was treated with protonix, and the hematocrit and hemoglobin were stable. The upper gi endoscopy did not reveal a source of the bleeding. The patient also experienced acute-on-chronic respiratory failure requiring tracheostomy. It was reported in the cardiology notes that on (B)(6) 2017, pump thrombosis was suspected. The patient experienced elevated levels of lactate dehydrogenase (ldh) that eventually trended downward. The ramp echocardiogram on (B)(6) 2017, revealed an ejection fraction of 30-34%, and the left ventricle was moderately depressed, right ventricle was depressed, and the aortic valve closed, with trace aortic regurgitation. The echocardiogram on (B)(6) 2017 revealed that the ejection fraction was 20-24%. The left ventricle was severely depressed, and there was normal velocity at the inflow cannula and outflow graft. The right ventricle was moderately to severely depressed. The aortic valve did not open. The anticoagulation had been held at some time, but was resumed and the patient's inr goal was changed was 1.5 - 2.0. On (B)(6) 2017, the patient was transferred to another facility for long term acute care. On (B)(6) 2017, the patient expired while under hospice care.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. The report of suspected thrombus and specific causes for the reported elevated ldh, gi bleeding, and respiratory failure could not be conclusively determined. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombus, hemolysis, respiratory failure, and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.